Manufacturer narrative:
Product event summary: analysis could not confirm the reported issue, the epg passed all incoming inspections. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular side of the external pulse generator (epg) was not working. The epg was returned for repair. There was no patient involvement.